Manufacturer narrative:
Correction to previously submitted report: f10/h6: medical device problem codes: remove code "a0401". F10/h6: component codes: remove "g07003" and update codes. H6: type of investigation : b21 (add). H6: investigation findings : c21. H6: investigation conclusions: d16. Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tubing was separated from the second y site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set "had a broken line" at first hub after the roller clamp. The ¿line broke/disconnected at first hub after the roller clamp¿ after the clinician ¿spiked a new bag of milrinone¿ in the pediatric medical surgical unit. It was unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.